Event description:
Cart washer in central supply malfunctioned. Manually able to turn off after repeated attempts. Biomed notified. Work order was generated and biomed worked with technical support to resolve without success. Vender is ordering replacement parts to resolve under service maintenance contract.